Event description:
It was reported that, during a procedure, a firstpass suture passers' jaws blocked and had to be forcefully removed from the joint. It is unknown if there was a backup device available or delay in the procedure. No further complications were reported.

Manufacturer narrative:
The device intended to be used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.